Event description:
The patient was in intermittent pain. Her leg was stiff and painful. She couldn't bend or sit. Her pain was about the same as she had prior to implantable neurostimulator placement. The patient did experience relief during the stimulation trial. Reprogramming of the device by a field representative provided relief. Reprogramming by the nurse practitioner didn't provide additional relief. It was later reported that the implantable neurostimulator wasn't working. The patient desired explant. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).